Event description:
It was reported that after intubation and during a case, a loud "pop" was heard. The patient's pulse and blood pressure (bp) increased and the peripheral capillary oxygen saturation levels (spo2) dropped. The anesthesiologist surmised that the cuff on the "et tube had popped." The et (endotracheal) tube was replaced with another et tube. A small amount of blood was noted in the patient's trachea below the et tube. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(4).